Event description:
Complaints of rupture, auto-immune type symptoms, and hypertrophic scarring in association with the pt's right gel-filled mammary prosthesis have been brought to the attention of mentor product eval. The device involved in this complaint was not returned to mentor. This is a litigation complaint file, therefore pe is precluded from evaluating the device. Without the benefit of testing and eval, pe was unable to verify the reported rupture of the pt's prosthesis. Hypertrophic scarring may result from delayed/impaired wound healing. Hypertropic scarring is a known complication associated with any surgical incision and is referenced in our current pids. The root cause for immunologically based diseases has not been determined. Mentor continues to include extensive discussions on alleged silicone responses in its pids so that the pt and physician are fully informed of any potential risks. Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor.